Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer keeps shutting off for no apparent reason. It will turn on and just shut off. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm or reproduce the reported event. The power supply was replaced as a preventative measure. It was noted that the power cord was twisted but functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.